Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 308 mg/dl and a 5.4 mmol/l ketone level which resulted in an emergency room (ER) visit. Ketones were described as not severe. While in the ER, the customer was treated with a fluid drip and the pump's temporary basal rate was increased by 200%. The suspected cause of the high bg was due to the customer experiencing occlusions; the pump alarmed as intended, but the customer slept through the alarms. The customer was released from the ER with a bg of 113-114 mg/dl and was described as "fit and well" when released.